Manufacturer narrative:
H10 h6 the reported unknown healicoil rg device, used in treatment, will not be returned for examination. The investigation was limited to the information provided, as the specific part and lot numbers to review the device history records were not provided. However, a review of the manufacturing, risk management documents and complaint records was performed for this product family, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. The root cause and/or patient outcome beyond that which was documented in the article cannot be confirmed nor concluded; therefore, no further medical assessment is warranted at this time.

Event description:
It was reported that patient fell 3 months after implantation of twinfix with subsequent pain and decreased range of motion. 4 months after the original surgery date, patient had a revision surgery. No further information is available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.